Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00399 under a different suspect device. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.5 ¿ 2.2 mg/dl): on (B)(6) 2025, sid (B)(6) (newborn), initial magnesium result= 5.95 mg/dl; (B)(6) 2025, repeat result= 2.10 mg/dl. (B)(6) 2025, sid (B)(6), initial magnesium result= 8.54 mg/dl; repeat result= 1.70 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, serial number (B)(6), cleaned the cuvettes and replaced the cc cuv dry tip. The replacement of the cc cuv dry tip resolved the issue. An instrument service history review of the architect c4000 revealed no additional issues of false elevated patient results reported on the (B)(6). A review of tracking and trending of the architect c4000 did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the cc cuv dry tip did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i4000 processing module for serial number (B)(6) or the cc cuv dry tip was identified.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.5 ¿ 2.2 mg/dl): (B)(6) 2025, sid (B)(6) (newborn), initial magnesium result= 5.95 mg/dl; (B)(6) 2025, repeat result= 2.10 mg/dl. (B)(6) 2025, sid (B)(6), initial magnesium result= 8.54 mg/dl; repeat result= 1.70 mg/dl. There was no impact to patient management reported.